Event description:
Revision of hip components approx 10.5 years post operatively due to fracture.

Manufacturer narrative:
Explanted devices were not returned to manufacturer for evaluation and serial numbers were not available, so the devices history record could not be reviewed.